Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had pain near the lead site. The sjm representative met with the pt for reprogramming, but full stimulation coverage was not obtained. It was reported the pt received about 70% coverage of the pain area. There were no impedance issues with the lead. Follow up identified the physician had scheduled surgical intervention to address the issue.